Manufacturer narrative:
A software investigation found that cleaning off old exams from the hard drive helped with the performance of the system. The older computers have a smaller hard drive and are more prone to difficulties displayed by the software when the hard drives get too full. Technical services provided additional instruction to user that resolved issue at the time of event.

Event description:
Site reported in the middle of a navigus biopsy case and stated the treon system is really slow as if the camera is frozen. The site rep removed some of the pt exams on the system, restarted the application and reset the camera which allowed the surgeon to complete the case without issue. The was no impact to the pt.